Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative reported that the vertek arm was not tightening. Replacement of the vertek arm resolved the issue. No further issues were reported. Replaced vertek arm was not returned to manufacturer for analysis, therefore, no findings are possible. A subsequent full system check-out (not specific to this event) was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the site's vertek arm was no longer able to be tightened. There was no patient present when this issue was identified.